Event description:
Incident reported as: patient was lying on the left side and the circuit was lying on the patient's arm. Circuit was on the patient's arm for less than two hours. Customer reports a burn to the area with two small blisters in the joint area. No further information available at this time.

Manufacturer narrative:
Additional lot # involved: 01641, 02k07, 00743, 35079, 24207, 03079, 01707. Information for use states, "do not allow the circuit to rest on the patient's bare skin". Product was received and is being evaluated. The investigation is on-going. When investigation is completed, a follow up MDR report will be sent.